Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump bumped into a door and counter and the pump touch screen became shattered. Additionally, the pump touch screen became distorted and customer was unable to access the touch screen. Customer's blood glucose was 160 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.